Manufacturer narrative:
The information submitted reflects all relevant data received. (B)(4).

Event description:
It was reported that post implant of the ilr (implantable loop recorder) an asystole episode was recorded and the caller was questioning if the episode actually was asystole. The medtronic technical service consultant reviewed the recording and explained to the caller that the recording showed changes in the baseline consistent with loss of contact with tissue and that this occurred on the day of implant and will usually improve as the implant site heals. The ilr remains in use. No patient complications have been reported as a result of this event.